Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient and while transporting from another facility the cardiosave intra-aortic balloon pump (iabp) was giving a system overheat message. The unit was replaced with another cardiosave intra-aortic balloon pump (iabp) which also had an overheating message. It was then replaced once again with another unit and there was no reported issue afterwards. No patient harm, serious injury or adverse event was reported. This report is for one iabp. The other will be reported on a separate MDR.

Manufacturer narrative:
Testing of actual/suspected device(10/3233) a getinge field service engineer (fse) evaluated the iabp unit and although running test was performed continuously setting with room temperature of 30 degrees celsius and heart rate of 130 bpm (v-tach) at our service center for 5 days, the system over temperature issue would not replicate. No alarm was generated. When this iabp unit was once turned off, the temperature of the scroll compressor was confirmed to be 65 degrees celsius. Later on, running test was performed again for 10 days under the same conditions; however, the issue was unable to be replicated and any alarm was not generated, either. The temperature of the scroll compressor was confirmed to be 67 degrees celsius after turning off this iabp unit. Therefore, the following parts related to this issue: scroll compressor and temperature sensor probe, fan, front end board, motor control board were removed from this iabp unit and attached independently to another iabp unit retained at the service center, and running test was performed with the respective parts. The issue was not confirmed. Reportedly, when the motor control board was attached to another iabp unit, the temperature rose to 70 degrees celsius. The system functional check for the scroll compressor including compressor output test, regulator checks (pressure setpoint, vacuum setpoint) was confirmed to be within specification. In order to avoid further issues as a precautionary measure, the following parts were replaced: compressor, scroll; temp sensor,threaded probe; cable assy,fan; pcb,front end,rohs; and pcb,motor control,rohs. Then, preventive maintenance including calibration, system functional check, electrical safety test was performed as per a factory specification. The iabp unit worked normally without any alarms, then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient and while transporting from another facility the cardiosave intra-aortic balloon pump (iabp) was giving a system overheat message. The unit was replaced with another cardiosave intra-aortic balloon pump (iabp) which also had an overheating message. It was then replaced once again with another unit and there was no reported issue afterwards. No patient harm, serious injury or adverse event was reported. This report is for one iabp. The other was reported under medwatch report number 2249723-2021-02881.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: cable assy, fan temp sensor compressor, scroll pcb,front end,rohs pcb, motor control the parts were received with the reported complaint of an over temperature alarm. The failure analysis and testing dept. Performed a visual inspection of all parts received and observed a white substance on the connectors j1 and j2 (component side and solder side) of the pcb, front end. Please see attachments. Based on past experience, this white substance is consistent with saline. CAPA has been initiated to address this issue. Due to the saline spill on the board, and the risk this poses to the test fixture, this part cannot be investigated any further by the failure analysis and testing dept. All other parts in this investigation were found to be in good condition. The failure analysis and testing dept. Installed the compressor ,scroll along with the cable assy, fan into the cardiosave test fixture and tested the compressor and fan to factory specifications per the cardiosave service manual. After approximately three hours of running the cardiosave, the cardiosave alarmed with an over temperature error message observed on the display. The failure analysis and testing dept. Was able to replicate the failure experienced by the customer of overtemperature error message. The scroll compressor failed testing. The failure analysis and testing dept. Then proceeded to install temp sensor onto a known good test scroll compressor and tested the temp sensor to factory specifications per the cardiosave service manual. The temp sensor passed testing. The second cable assy,fan was installed into the cardiosave test fixture and tested to factory specifications per the cardiosave service manual. The fan passed testing. The failure analysis and testing dept. Installed the pcb, motor control into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The board passed testing. The failure analysis and testing dept. Has determined that the compressor ,scroll was the cause of the over temperature complaint. Retaining the parts in the failure analysis and testing dept. Per procedure.

Event description:
N/a.